Event description:
Collapsed while walking on the treadmill, the staff responded with the device. They applied the electrodes to the pt by following the prompts of the device, once the electrodes were applied the device continued to indicate "apply pads to exposed chest". The message could not be cleared. CPR was continued until the paramedics arrived 4 to 10 minutes later, and continued care of the pt. The pt was not resuscitated. The reporter did not know if the device operation had contributed to the pt's outcome.